Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.

Event description:
It was reported, "it was reported by the pt that about 6-7 months ago he started experiencing pain and is now having trouble walking."